Manufacturer narrative:
Evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise, non-physiologic signals/sic (sensing integrity counter), and atrial oversensing. Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and the pacing capture threshold in the rv (right ventricle) was elevated. It also indicated the impedance of the atrial pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic and presented to the emergency department with lightheadedness to the point of near syncope. Upon interrogation, lead impedance warnings for low impedance on both leads, with resulting polarity switches were noted. Noise, high rv (right ventricular) threshold, and a high number of short v-v intervals were also noted. Both leads were tested and did not appear to have any issues, so the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A legal claim further alleged that the patient experienced a syncope-related fall which was caused by device failure, along with pain and discomfort in both shoulders, and pain in the left knee.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: this event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Also, analysis of the returned product could not be initiated at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney further alleged that the patient experienced personal injuries related to a malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient passed out after taking a hot shower, that the patient's vision went a little black, and that the patient experienced clavicle pain and low back pain going down both lower extremities. It was also noted that following a chest x-ray, the leads appeared to be in place without any obvious fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. Hybrid analysis determined that the impedance and pacing output anomalies were due to loaded negative supplies. If information is provided in the future, a supplemental report will be issued.